Event description:
It was reported that something "weird" might be going on with the lead. It was reported that device diagnostics resulted in low impedance. The physician programmed the patient from 1.75ma to 3.25ma and the patient did not experience hoarseness or coughing. X-rays were taken and sent to manufacturer for review. X-rays did not identify any discontinuities with the vns system. The patient was referred for surgical consult. It was reported that the surgeon decided against surgery and the patient will follow-up with neurologist.

Event description:
Clinic notes were received indicating that the vns patient¿s device was interrogated during an office visit on (B)(6) 2014 and found to be at end of service. The patient was referred for surgical consult to evaluate potential generator and lead replacement. No known surgical interventions have occurred to date.

Event description:
The patient had generator and lead replacement surgery on (B)(6) 2014. The patient's generator was unable to be interrogated due to suspected end of service pre-operatively. The medical professional elected to replace the lead as a prophylactic measure due to the time it has been implanted and also due to the fact that the dual pin generator was not able to be tested (for compatability for replacement with the new device). The dcdc value was 0 prior, but it was reported that it appears that this value was normal for the patient's device and there was no sudden drop in impedance. A new generator was implanted, but the existing generator was not explanted at that time. The explanted lead has not been received by the manufacturer for analysis.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution.